Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer called in stating that their holster broke to their insulin pump. The patient's blood glucose level was at 44 mg/dl. The customer was shipped a new holster. No further information was provided.